Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose reading was 222 mg/dl and the sensor reading was 155 mg/dl. The customer was unable to upload to carelink. The patient was advised to monitor the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.